Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Case description: spontaneous report was received on 03/29/2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of two therapies of synvisc (it was reported that the age of the patient at the time of first course was (B)(6) years) and synovitis in right knee. On (B)(6) 2004, the patient initiated treatment with third course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in right knee. The lot number for synvisc was not provided. On (B)(6) 2004, the patient experienced synovitis in right knee for which the patient received treatment with intra-articular betamethasone and xylocaine (lidocaine). On unspecified dates in 2004, arthrocentesis was performed and 70 cc and 32 cc of turbid yellow fluid was aspirated from right knee. The action taken with synvisc treatment was not provided. On (B)(6) 2004, the patient recovered from the event of synovitis of right knee. The patient's outcome for the event of right knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of right knee was assessed as severe and right knee effusion was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship with right knee effusion. The qa (quality assurance) investigation results were received on 04/09/2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Follow-up information was received on 04/10/2013 and the patient initials were reported as (B)(6). Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.